Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and inappropriate pacing. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.